Manufacturer narrative:
The field service engineer replaced the measuring cells and performed preventive maintenance on the analyzer. Probes were also replaced as they were dripping. Operational and mechanical checks passed. The customer ran controls and the results were within specifications. Precision studies were performed. There were no alarms on the last calibration performed on (B)(6) 2021. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined the mixer was slightly bent and the pinch tubes were worn. The mixer and pinch tubes were replaced. A valve and probes were flushed. Performance testing was run, but this failed. UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t stat gen. 5 assay on a cobas 6000 e 601 module. The sample initially resulted in a troponin t value of < 6 ng/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer on (B)(6) 2021, resulting in a value of 34 ng/l. The sample was also repeated on the complained analyzer, resulting in a value of 31 ng/l. The repeat results were believed to be correct and the 34 ng/l value was reported outside of the laboratory. The troponin t reagent lot number was 490881. The reagent expiration date was requested, but not provided.